Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a surgeon, an incomplete flap of the left eye at 97 percent of lasik flap creation. They did not lift the flap and the patient is expected to undergo photo refractive keratectomy in two weeks. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 3003288808-2018-00805 was submitted relating to this event. As further information pertaining to the event and investigation is received this report with manufacture report number 3003288808-2018-00840 will provide the additional information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the logfile for the day of treatment shows the reported treatment was interrupted by pressing the vacuum pedal on the foot switch by user. At system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. Also the image of the ablation check shows a valid and good test.. According to the log file the treatment was aborted after the warning message appeared. The message indicates the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, so the reported treatment was aborted at about 98%. The user did not restart the aborted treatment. The reported incomplete flap problem is due to user handling. There was no technical problem. The root cause is user handling. The manufacturer internal reference number is: (B)(4).